Manufacturer narrative:
(B)(4). The device was manufactured april 30, 2014-may 1, 2014. The device was received for evaluation. Visual inspection was performed and identified evidence of a leak at the fill port when the cap was removed. Visual inspection also revealed a particle approximately 0.30 mm in size, trapped under the check-band which was the direct cause of the leak. Fourier transform infrared spectroscopy revealed the particulate to be acrylic material. The reported condition was verified. The assignable cause could not be deteremined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was found to have a leak at the fill port. This was noticed after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.